Event description:
Boston scientific received information that one hour post implant, this right ventricular lead exhibited loss of capture. It was reported the patient is pacer dependent. Threshold measurements during implant were .7 via the pacing system analyzer and 1.3 through the device. Impedance measurements were stable at 500 ohms. The ventricular output was increased from 3.5v to 5v and no further drop outs were noted. A chest x-ray was planned. No adverse patient effects were reported. Additional information was received from the local area sales representative indicating the patient was checked the following morning. Adequate threshold measurements were observed. The results of the chest x-ray were not provided to the sales representative. The physician felt the loss of capture may have been due to swelling around the lead tip. The device implanted with this lead was left programmed to high outputs and the patient was discharged without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.